Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer used insulin for more than the recommended 72 hours. Customer changed the infusion set and cartridge to resolve the blockage. Customer's blood glucose (bg) was 19 mmol/l and customer delivered a correction bolus via the pump to address bg.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.